Event description:
Facility alleges untoward pt reaction during dialysis. Occurred two (2) minutes into treatment. Pt complained of being hot, became aflushed. Treatment restarted, no further medical intervention required. Second use.